Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was in an over-discharge (od) condition as they had not used the device system for about 6 months. The over-discharge was noted to have been the 3rd or possibly the 4th over-discharge. The patient had met with another manufacturer representative to clear the od. The representative was unable to communicate with ins so the patient was sent home to charge the ins. The patient stated that they had charged to 100% but today it was not working again. After meeting with a second manufacturer representative, there were telemetry issues as the manufacturer representative was unable to communicate with the ins when using either the clinician programmer or recharger units. The ins was still dead. A review of the ¿rr¿ codes showed that the charge was only at 2.55 volts, thus the battery had not charged. The manufacturer representative performed a trickle charge on the patient¿s ins battery and the patient was instructed to get the battery back into the regular recharge mode. It was later stated that the patient was unable to keep the battery charged and was going to have a consult with a healthcare provider (hcp) to have the battery replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).